Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted the caller with this process, and confirmed that the malfunction code did not recur after resetting. The customer was instructed to call back if the issue reappeared and was advised that they could continue to use the pump.